Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. The device history record (DHR) review was not applicable or relevant because the results of the complaint investigation did not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. The top case was in excellent condition and fluid ingression was noted. Event history log (ehl) showed system failure: force sensor test. Power up process and force sensor calibration were performed, and the reported problem was duplicated; due to fluid ingression, severely contaminated on the plunger assembly. The root cause of the issue was deemed to be a result of customer's improper use of the pump. Action(s) taken to mitigate the reported issue(s): replaced multiple components affected and performed all functional testing which passed.

Event description:
It was reported that the pump showed a force sensor failure. No patient injury was reported.